Event description:
It was reported that terminal, cerebrovascular accident diagnosed, comatose pt intubated with size 6 fcs, tracheosoft flexible cuffless tracheostomy tube experienced respiratory distress, desaturated and expired. Pt was participating in mallinckrodt, inc. Market preference study of size 6 fcs device. Based on reported info, clinical evaluation reports and hosp incident records there is no evidence of any malfunction of the 6 fcs device. The attending physician and involved medical personnel state "the tube was not at all related to the pt's death.......pt died of respiratory arrest not related to obstruction in any way." The 6 fcs device was discarded and as such is not available to be returned for identification, analysis and investigation.